Event description:
It was reported that during the implant, the lead would not deploy. The lead was not in use and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that there was blood in/on the helix mechanism and the lead was damaged at implant.